Event description:
A report was received that the patient was experiencing pocket discomfort. No device malfunction was suspected. The patient underwent a revision procedure wherein an extension was added.